Event description:
Patient reported that their meter/lab comparison results were 470 mg/dl (ss-venous) vs 311 mg/dl (lab), respectively. Tests were done a few minutes apart. No symptoms were reported. Control solution test reading (136) was in range (98-147). Lfs rep informed patient that a venous blood sample may give an inaccurate reading and therefore, should not be applied to ss test strips. Patient also may have been using bad test strips (strips had green confirmation window). Meter is not cleaned according to manufacturer's product recommendations. No harm was alleged.